Event description:
As reported: "patient had in reunion reverse implants. Patient fell and dislocated. The attending surgeon thought glenosphere was not all the way seated". Rep confirmed revision was performed by indicating that the hospital disposed of the implants.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "patient had in reunion reverse implants. Patient fell and dislocated. The attending surgeon thought glenosphere was not all the way seated". Rep confirmed revision was performed by indicating that the hospital disposed of the implants.